Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ICD implanted 2013 (B)(6). (B)(4).

Event description:
It was reported that the patient alert triggered, and the superior vena cava (svc) and high voltage coils of the right ventricular (rv) lead exhibited high/varying impedances and a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.